Manufacturer narrative:
Concomitant product: 5076-35 lead implanted: (B)(6) 2004.

Event description:
It was reported that the patient complained of fatigue, shortness of breath, and chest tightness. A lead warning was triggered on the right ventricular (rv) lead, along with a polarity switch due to high/undefined impedance. The lead exhibited high thresholds and non-capture. A fracture was suspected to have been caused by a subclavian crush. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.